Event description:
Complaint reported: during emergency surgery, the product broke off into customer. They had to stop the surgery, send the pt to x-ray immediately to try to locate the loose piece." No further info is available at this time.

Manufacturer narrative:
The device has been requested for investigation, but has not been received yet. Should device become available, a detailed review of the device will be performed.